Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found all intact. There was no evidence of the error found in the event history log. The customer reported problem was verified/duplicated. Device was found to be displaying cassette not attached properly alarm message during the investigation. A defective downstream sensor was found to be the cause of the reported problem. It was recommended replacing the downstream occlusion sensor as corrective action. The root cause of reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on (B)(6) 2021 for error 41171. The downstream occlusion sensor seal was replaced and can impact downstream occlusion sensor function if not properly repaired, but there is no indication of any issue with the previous repair in this evaluation.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited constant cassette not attached properly, reattach cassette alarm found during testing. There was no patient injury reported.